Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, there was telemetry loss with the pacemaker. Telemetry loss was noted to be common in that procedure room. After implant, it was noted that the device was in backup vvi mode. A device restoration was restored. There were no adverse consequences to the patient.